Manufacturer narrative:
The device remains implanted in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information. B3 - date of event is an estimated date.

Event description:
It was reported that on (B)(6) 2020, a 25mm amplatzer patent foramen ovale (pfo) occluder (lot: 6551982) was implanted. Since approximately four weeks post-operation, the patient experienced full body hives whenever exerting any kind of energy and does not sweat anymore. In addition, the patient feels inflamed all the time with puffy eyes. An allergic reaction to the amplatzer pfo occluder is suspected by the patient.

Event description:
It was reported that on (B)(6) 2020, a 25 mm amplatzer patent foramen ovale (pfo) occluder (lot: 6551982) was implanted. Since approximately four weeks post-operation, the patient experienced full body hives whenever exerting any kind of energy and does not sweat anymore. In addition, the patient feels inflamed all the time with puffy eyes. An allergic reaction to the amplatzer pfo occluder is suspected by the patient. In the physician's opinion the issue could be related to the device as the patient tested positive for nickel in their blood. No intervention was reported.

Manufacturer narrative:
It was reported that approximately four weeks post-operation, the patient experienced full body hives whenever exerting any kind of energy and does not sweat anymore. In addition, the patient feels inflamed all the time with puffy eyes. A returned device assessment could not be performed as the device remains implanted and was not returned for analysis. Information from field indicated that there were no malfunctions or issues with device during the implant procedure or post-implant follow-up and no relevant intraprocedural patient issues at the time of implant. It is difficult to determine the exact cause for these symptoms. Based on information available and medical review performed at abbott, it is unlikely that the symptoms are caused by the amplatzer pfo occluder. An allergic reaction following a pfo implant typically occurs soon after implant within a few days rather than 4 weeks later. No intervention was reported. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications. There were no complaints associated with any other devices from the lot. There is no indication of a product quality issue with respect to labeling design or manufacturing of the device. Codes added: h6 medical device problem code: 4001 patient device interaction problem.